Manufacturer narrative:
The field service engineer (fse) found the bath vacuum tubing was kinked causing a vacuum loss and was not cleaning out the bath completely after each test. The tubing was re-routed to remove the kink. All electrodes were removed and cleaned, the bath assembly was cleaned and reassembled. Ise checks were performed and the fse observed the vacuum function was operating correctly. All verification tests were within specification. The customer completed calibration, qc, and validation.

Event description:
The initial reporter questioned low results for multiple patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The reporter stated the na results were low and when repeated, they were "higher." Patient 1 initial result was 122 mmol/l. The repeat result was 129 mmol/l. The questionable low result was not reported outside of the laboratory. The technician noticed the "critical" na result. Following the repeat test, there was a flag in the customer¿s laboratory information system (lis) alerting them to an issue with the results. Low na results were provided for 2 patient samples. Patient 2 initial na result was 117 mmol/l. The patient was transferred to a different facility where a new sample was obtained and run but the customer does not have the result. Patient 3 initial na result was 115 mmol/l. No repeat testing was performed. The low results for patients 2 and 3 were reported outside of the laboratory. It is unknown whether the low results were incorrect for patients 2 and 3. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
Qc was acceptable on the morning of the event. After the questionable results, qc was run again and the results for all levels were out of the acceptable range. Calibration data from 24-nov-2022 was acceptable. The service actions resolved the issue.